Event description:
Subsequently, additional information was received from the local sales representative that this patient had a non-invasive programmed stimulation (nips) completed recently by their physician. Per his procedure dictation, all measurements were normal and the shocking impedance was 36 ohms. No boston scientific sales representative was present during the nips.

Manufacturer narrative:
Additional information has been requested from the local sales representative. At this time, this ICD and rv lead remain implanted and in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance measurement below 20 ohms on this right ventricular (rv) lead. On the same day, the patient received shock therapy. Boston scientific technical services (ts) was contacted and a consultant discussed delivering a synchronized maximum energy shock to investigate the system integrity. No adverse patient effects were reported.